Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had invalid cubie memory issue. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main 4.1 had experienced a read, write, or invalid cubie memory issue. A field service engineer (fse) pulled the station from the wall, removed the back panel, and then removed the back of the drawer. The fse disconnected and removed the retractor band, inspected it, and replaced it with a new one. The drawer was reassembled, the bus cable was connected, and the station was powered up to resolve the issue. The system was tested in hardware test application (hta), and the customer verified the cubie functions. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had invalid cubie memory issue. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.